Event description:
It was reported that multiple cartridge alarms occurred during pumping with multiple cartridges. The customer experienced an elevated blood glucose (bg) level, nausea, dizziness, and a 4.0 mmol/l ketone level resulting in an emergency room (ER) visit. The customer was treated at the ER with an insulin drip. The customer was released from the ER a few hours later.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.